Event description:
Additional information was received which the physician indicated that this subject had no ectopy/arrhythmia detected on the pre-implant holter assessment. During the implant procedure, this transcatheter pulmonary valve (tpv) was deployed in the intended location. However, once it was placed, it migrated proximal and landed at the level of the annulus. In that position, there was dense contact with myocardium, which resulted in non-sustained ventricular tachycardia (nsvt). Following the implant procedure, a loop recorder was placed, and its findings suggested benefit from an implantable cardioverter defibrillator (ICD) placement and an ICD was implanted. The physician concluded that the final placement of the device contributed to the nsvt, and therefore, was assessed as a probable relation of the event to the device.

Manufacturer narrative:
H6 device and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and eleven months following the implant of this transcatheter pulmonary bioprosthetic valve, an exercise stress test was performed. During the hyperventilation phase of the cardiopulmonary exercise stress test an episode of palpitations with non-sustained ventricular tachycardia (nsvt) occurred and originated from the right ventricular outflow tract at a fast rr interval of 214 beats per minute. The test was aborted and medication was administered. Per the physician, there was no definitive cause of the nsvt; however, it was noted the patient "demonstrated evidence for the presence of ventricular arrhythmia substrate that is known to be present in patients with repaired tetralogy of fallot.¿ it was noted the patient has a positive medical history including tetralogy of fallot, exercise-induced asthma, positive mental health of attention deficit hyperactivity disorder, autistic spectrum disorder, inguinal hernia, and recurrent otitis media. In addition, the patient has a positive history of palpitations, but no history of documented ventricular tachycardia until the time during the exercise stress test. The patient has never had an episode of syncope. Approximately one month later, an electrocardiogram was performed and the results indicated normal sinus rhythm, a heart rate of 91 bpm, a pr interval of 124ms, a qrs interval of 164 ms with a prolonged qtc interval of 483 ms, likely a secondary abnormality and right bundle branch block.¿ therefore, technically there is no history of conduction disturbance before the event took place, but the physician deemed it pertinent to be included. Approximately two months later an implantable cardioverter defibrillator was placed. The site assessed the event as a "probable" relation to the valve, but no rationale behind the allegation was provided. No adverse patient effects were reported.